Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he has been on the insulin pump for 2 months. Customer had an issue with the infusion set and had an air bubble in the reservoir. Customer mentioned that there was a white discoloration all the way around the tubing and it is about 2 mm around. Customer's blood glucose was 244 mg/dl at the time of the incident. Customer stated that the air bubbles were approximately 3 mm in size. Customer stated that the pump was not rewound with a reservoir in place. Insulin was not stored at room temperature. Customer was advised that cold insulin can cause air bubbles in the reservoir and tubing, which may result in inaccurate insulin delivery. Customer was advised to change the infusion set. Customer attempted to prime the bubble out 3 times and had no success. Customer was advised to remove and change out the set and reservoir.